Event description:
Pump infused too quickly- set at 12 ml/hr, infused in less than 24 hours and it was supposed to last up to 33 hours.

Manufacturer narrative:
Eval summary: this report is based on the info provided by the initial reporter. No sample has been received for eval and investigation, although it was reported as available. We reviewed the device history record, and all mfg operations were found to be within specification. A review of lot history found no confirmed fast flow complaints for lot 7b2792. In addition, retain samples from 7b2792 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 400ml and a flow rate accuracy test as performed at 12ml/hr. The flow rate accuracy test results were found to be within specification. If the actual sample is received, it will be evaluated. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.